Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to damage to the power switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the power switch¿s protective cover was cracked, the main chassis was rusted on the inside, a rubber foot was missing, three rubber feet had weak suction, the top cover had deep scratches, and the air joint unit and connector socket were worn out. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the maintenance unit power switch was damaged and causing the breaker to trip. The issue was found during regular reprocessing. The device was returned for evaluation. During the device evaluation, the power switch was found to be completely broken with no led light turning on to indicate the device was active which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.